Event description:
It was reported that the bd sedi-40 experienced a hardware/software malfunction for an esr instrument during use. The following information was provided by the initial reporter: 1. Mixer jams. 2. Sedi episodically rejects a whole series of samples.

Manufacturer narrative:
H.6. Investigation summary bd received the instrument from the customer facility for investigation. No DHR review can be carried out as lot number is unknown. The instrument was tested and the instrument was found to be functioning correctly. The instrument was run for a several days with no issues h3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd sedi-40 experienced a hardware/software malfunction for an esr instrument during use. The following information was provided by the initial reporter: mixer jams, sedi episodically rejects a whole series of samples.